Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had power cable disconnect alarms while on charged batteries, which resolved without intervention. The site noted that the alarms from 10:26 am were those, and the ones after were them disconnecting the batteries from the battery clips to ensure they were fully engaged. Log file review was requested, which revealed connect power events on 11may2026 and 12may2026 while using battery power. These occurred on the black power lead. The disconnect at 10:26 was the white power lead. It was later determined that the system controller did not stay connected on the black power lead and the system controller was exchanged.